Event description:
Name of procedure: ni. Event description: I am reporting this event due to a previous complaint from the same customer relating to complaint [complaint reference number]. The customer has emailed explaining ' since this incident, a colleague has also had the same issues with these clip appliers' at the moment I have no more information about the incident. Additional information received from applied medical representative via email on 17nov25: it was subsequent clips - maybe the 2nd or 3rd the surgeon tried to apply. Once the surgeon had finished using it, I tested it outside the patient and it failed to reload a clip on the 3rd use. It failed to load a clip 3 times during one operation (once in use, and twice when being checked and fired outside of the body). The clip was loaded and visible between the jaws of the device, and it was properly seated. Was used straight from the packet and application of first clip which was successful, the device failed to load a clip in to the jaws on subsequent firing but was then fired again and worked - it was removed from the trocar with a clip loaded. Yes, the surgeon allowed time in between firing and fully squeezed the handle. No loaded clip manually removed from the jaws. The clips that loaded in to the instrument when in use were applied to the vessel. No resistance in trigger actuation. The event date is unknown. Intervention: ni. Patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event device is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni event description: I am reporting this event due to a previous complaint from the same customer relating to complaint [complaint reference number]. The customer has emailed explaining ' since this incident, a colleague has also had the same issues with these clip appliers' at the moment I have no more information about the incident. Additional information received from applied medical representative via email on 17nov25: it was subsequent clips - maybe the 2nd or 3rd the surgeon tried to apply. Once the surgeon had finished using it, I tested it outside the patient and it failed to reload a clip on the 3rd use. It failed to load a clip 3 times during one operation (once in use, and twice when being checked and fired outside of the body). The clip was loaded and visible between the jaws of the device, and it was properly seated. Was used straight from the packet and application of first clip which was successful, the device failed to load a clip in to the jaws on subsequent firing, but was then fired again and worked - it was removed from the trocar with a clip loaded. Yes, the surgeon allowed time in between firing and fully squeezed the handle. No loaded clip manually removed from the jaws. The clips that loaded in to the instrument when in use were applied to the vessel. No resistance in trigger actuation. The event date is unknown. Intervention: ni patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.